Event description:
It was reported that this implantable pacemaker had drop in longevity of 1.5 years in less than 6 months. Boston scientific technical services (ts) reviewed transmission and noted that right ventricular (rv) pacing percentage had increased from 11 percent to 90 percent. Also, an increased out in the atrium was noted in which it is expected to see an additional drop. Boston scientific technical services (ts) recommended to continue normal device monitoring. This device remains in service. No adverse patient effects were reported.